Event description:
Restalyne injections were given between brow. Area became infected to include extreme redness and pus pockets. Left with pitted scarring. Dose or amount: 1cc, route: subdermal. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: wrinkles.